Event description:
It was reported that cartridge was not fully snapped into pump. There was no reported adverse impact to the customer. Customer declined additional troubleshooting, and no further actions or outcomes were documented.